Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.

Manufacturer narrative:
The suspect computer was returned and evaluated. First boot to login screen was successful. Launched cranial software application and ran video card testing. No hdd or ram errors reported. No faults encountered. Computer passed all testing with no problem found. No further subsequent issues reported with the system after computer replacement.

Event description:
A medtronic representative reported that the navigation system computer was unresponsive. No additional details were provided. There was no patient present when this issue was identified.